Event description:
It was reported that during preoperative examination revealed that, the cuff was leaking, and the operation was completed by replacing with the backup endotracheal tube. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information states that first time the emg tubes was used and 5ml syringe was used to inflate the endotracheal tube cuff. 5ml air was used to inflate the cuff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the visually, the pouch was open from 2 of 4 sides when returned. There were traces of contamination found inside the pouch, at the distal end of the tube, and on the tube near the blue band. There was also a yellow discoloration found on the envelope for red/white electrode. The wire harness had a paper tape intact when returned. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff could not inflate. There was a large puncture in the cuff observed. The puncture was located at the distal end of the cuff and measured approximately 0.298 inches in length. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: additional information suggest that b17 and c20 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preoperative examination revealed that , the cuff was leaking, and the operation was completed by replacing with the backup endotracheal tube. There was no injury to the patient. Additional information states that first time the emg tubes was used and 5ml syringe was used to inflate the endotracheal tube cuff. 5ml air was used to inflate the cuff.

Manufacturer narrative:
H6: additional information suggest that d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.